Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [1734 mcg/ml] at a dose of 240 mcg/day and clonidine [concentration ¿199¿] at an unknown does via an implantable pump. The indication for use was not provided. It was reported that the pump was replaced due to a motor stall on (B)(6) 2020. It was indicated that nobody knew exactly when the motor stall occurred, and that pump logs were not available. The pump was being returned. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.